Manufacturer narrative:
(B)(4).

Event description:
An external leak at the top of the dialyzer was observed during treatment coming from a crack at the top of the dialyzer. Treatment was stopped and the blood in the extracorporeal circuit was not returned to the patient resulting in a blood loss. The patient was not symptomatic as a result of the blood loss and did not require any medical intervention.